Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the ccd cable due to applying the excessive force to the subject device and so on, or the damage of the ccd by electrostatic discharge due to the inappropriate handling by the user and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that at an unspecified timing in the user facility using the subject device, the endoscopic image on the monitor disappeared. Olympus china checked the device and found that there was no abnormality on the exterior and no water leakage. Olympus (B)(4) supposed that the ccd of the subject device was damaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.